Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
(B)(4): procedure - primary total hip replacement liner catalog number - 121856049 , liner lot number - 9680429 primary dx - reported ae -dislocation.